Manufacturer narrative:
The facility did not provide photos/samples to aid in our quality engineer¿s investigation. With the lack of sample, provided, bd was unable to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. Although the complaint could not be confirmed, the root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. H3 other text : see narrative below.

Event description:
It was reported the applicators came apart and glass flew out of the back end and shattered.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815, batch no.: 0328213. It was reported the applicators came apart and glass flew out of the back end and shattered. Per complaint form: 3 chloraprep applicators came apart and the glass flew out the back and shattered. Broken glass in or.